Manufacturer narrative:
(B)(4). Estimated age ((B)(6)). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, heparin. The device was not returned for evaluation, therefore, device analysis could not be performed. In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of thrombosis and treatment with medication(s) is listed in the mitraclip instructions for use as a potential event associated with the procedure. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to the mitraclip procedure, the patient had been hospitalized and intubated three weeks for acute myocardial infarction that caused deterioration of heart failure. Mitraclip procedure was performed on (B)(6) 2014. Before the mitraclip system was introduced into the anatomy, the transseptal puncture was performed and the patient was administered 6000 units of heparin. After removing the transseptal needle, a small thrombus was observed on the needle. The activating clotting time (act) was 200 seconds so an additional 4000 units of heparin was administered. The act reached 250 seconds. The mitraclip procedure was performed and an additional 8000 units of heparin was given; the act was stable at 295 seconds. After the clip was implanted, functional mitral regurgitation was reduced from grade from 3 to less than 1. Before the steerable guide catheter (sgc) was removed from the left atrium, a small thrombus (7mm) was observed on the implanted clip. The thrombus was reportedly related to the clip and not to the transseptal puncture as the thrombus was seen long after the puncture was performed. Antiplatelet therapy was administered and the sgc was removed. Post procedure the patient was given 2b3a therapy (agrastatt) that was administered throughout the night as well as drip of 1000 units heparin per hour until the next morning. Two hours post procedure, the patient was doing well. On (B)(6) 2014, the echocardiogram showed no thrombus. On (B)(6) 2014, the patient was reported as doing well and will be extubated as the clinical condition has improved since the mitraclip procedure. No additional information was provided.